Event description:
Pt admitted to an inpatient hospital unit for chemotherapy into her left upper chest portacath. When rn flushed port with normal saline she saw a subcutaneous bleb form just above the port and could not get a blood return. Physician notified. Dye injected into port under fluoroscopy in radiology dept. Spot film demonstrated the port tip was in the innominate-svc junction and the huber needle was in the port. Injection of contrast and within the subcutaneous port pocket. Oncologist/attending physician notified. Arrangements made for port removal at a later date.